Event description:
Surgeon examined graft prior to implant and tested that the mfg anastomotic sutures were tight. After making the proximal and distal anastomoses, he opened the clamp and saw a lot of blood coming from the incisions. He opened the leg and found that the biograft anastomoses needed to be redone. The pt required a thrombectomy seven days later.